Event description:
This report is being filed after the review of the following journal article: sharma a., mahajan a., and john b. (2017), a comparison of the clinico-radiological outcomes with proximal femoral nail (pfn) and proximal femoral nail antirotation (pfna) in fixation of unstable intertrochanteric fractures, journal of clinical and diagnostic research, vol.11(7), pages rc05-rc09 (india). The aim of this prospective clinical study was to compare the functional outcomes and complications with the use of proximal femoral nail (pfn) and proximal femoral nail antirotation (pfna) in treatment of unstable intertrochanteric fractures and assess their comparative performance in the setting of osteoporosis. Between december 1, 2013 and june 1, 2015, a total of 48 patients were included in the study. Among these, 23 patients [16 male and 7 female; mean age was 60.78 years (30-90 years)] were treated with pfn while 25 patients [10 male and 15 female; mean age was 74.12 years (37-96 years)] were treated with pfna. The follow-up period was unknown. The following complications were reported as follows: unknown group: 1 patient from the helical blade group died from an unrelated medical cause. Pfn group: 4 patients had tip-apex distance (tad) = 25 mm. 2 out of 4 patients with sub-optimal position (as per cleveland index), had an implant failure. 3 patients with good reduction had an implant failure. 1 patient had deep infection. 1 patient had screw/blade cut-out. 2 patients had screw back-out. 2 patients had medial migration or reverse z effect. 1 patient had z-effect. 1 patient had implant breakage. Pfna group: 8 patients had tip-apex distance (tad) = 25 mm. 1 of these had an implant failure, while 7 other cases no implant failure was seen. 1 out of 8 patients with sub-optimal position (as per cleveland index), had pfna failure. 1 patient had a poor reduction. 1 patient had deep infection. 1 patient had medial migration or reverse z effect; radiograph showed varus collapse but continued to have good hip function with a score of 86. This report is for an unk - nail: pfn. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown nail: pfn/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.